Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a transcatheter aortic valve implantation (tavi) procedure with an 6f sheath. Reportedly, after insertion, the foot was unable to fully close. In order to remove the device from the anatomy, the handle of the device was manually broken. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle devices. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.